Event description:
It was reported that an ilet bionic pancreas displayed a cracked screen, and the user's caregiver requested a replacement to restore reliable use. Investigation included a review of complaint details and device history as available from customer support interactions. Further investigation of this case revealed damage to the device's display component that could interfere with insulin delivery management and user interaction. There was no user reported symptoms included no reported adverse health effects. Outcomes included no impact beyond the need to discontinue use of the affected device and transition to backup therapy until replacement. It was concluded that, based on previously established findings for similar reports, the event involved a device mechanical/display damage issue, with replacement initiated and user instructed on device shutdown, data sync, and safe therapy transition.